Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 02-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 20 mg for a total dose of 2.24689 mg/day and fentanyl 400 mcg for a total dose of 44.93783 mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the expected residual volume (erv) was 9cc but it was actually 18cc so a pump check was scheduled for (B)(6) 2019. Fluoroscopy found the catheter to be occluded on (B)(6) 2019. Other surgical intervention occurred where the catheter was modified on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. No symptoms were reported. The device diagnosis was catheter occlusion. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.